Event description:
A patient reported experiencing inaccurate high results with an ot basic enhanced meter. The patient's blood glucose results were 235 mg/dl, 135 mg/dl. Tests were done 5 seconds apart with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.